Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the complete lead was returned with stylet in lead body. The helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the lead was fractured near to terminal pin of the inner coil. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during an implant, the right ventricular (rv) lead experienced noise. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.